Manufacturer narrative:
(B)(4). Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Based on the information received the root cause of the event remains indeterminable; however, patient factors may have contributed to the event.

Event description:
Through followup with the healthcare provider edwards learned that a 23mm transcatheter valve was implanted inside a disabled 23mm aortic pericardial valve via valve-in-valve procedure, due to severe aortic stenosis. At the time of the valve-in-valve procedure the 23mm aortic valve had been implanted for approximately two (2) years.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Without additional information or return of the device the clinical observation cannot be confirmed. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient underwent transcatheter valve-in-valve intervention due to unknown reasons. A 23mm transcatheter valve was implanted inside a disabled 23mm aortic pericardial valve after an implant duration of approximately two (2) years (exact implant date is unknown). A 23mm transcatheter valve was implanted without issue. There was no paravalvular or central leak noted on tee or on angiographic root shot. The patient remained hemodynamically stable. The patient remained intubated and was transferred to the cardiovascular intensive care unit (cvicu) in stable condition.